Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone, the insulin pump quit working. The device is not responding to the button presses. Customer's blood glucose was 270 mg/dl. Customer stated moisture might have contributed to the buttons not responding properly. It may have been exposed to moisture while customer was outside working or just to sweat from having it next to her body. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.